Event description:
The connecting screw broke off the hexagonal screwdriver during insertion of the blade this is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual investigation has shown that the connecting screw is broken off at the welding seam. The instrument was analyzed for conformance to print specifications at the time of production and the device history records were researched as well. No abnormal findings were identified. We are not able to determine the exact cause of failure. It is possible that the breakage might have been created due to continuous mechanical loadings that the connecting screw was subjected to. This instrument was manufactured according to the specifications, this complaint has been determined to be invalid.